Manufacturer narrative:
During the eval of the device at the MFR's svc center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.